Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, a gap was discovered in the adhesive at the distal end. This gap was wide enough that a foreign substance fell into the forceps raiser area. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer returned his olympus evis exera duodenovideoscope due to a leaking scope noted during device maintenance. There was no patient involvement during this event. During the device evaluation, it was discovered that the adhesive on the device had deteriorated. This report is being submitted to capture the damaged adhesive found during the device evaluation.